Event description:
On (B)(6) 2019, a 23mm epic valve was implanted. On (B)(6) 2019, endocarditis was observed. The device was explanted on (B)(6) 2019 and the patient is reported to be stable.

Manufacturer narrative:
The reported endocarditis could not be confirmed. As the valve was received in a fragmented state without cuspal tissue, the investigation was restricted to analysis of the valve stent and sewing cuff. There were adherent pieces of fibromuscular tissue, which contained no evidence of inflammation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. No significant calcifications were present. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
An event of endocarditis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.